Manufacturer narrative:
Reference: (B)(4). Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. The root cause was found to be use error; the surgeon did not select the correct size plate for the patient.

Event description:
It was reported that the 55mm lcb plate was too short and caused a mechanical fracture.